Event description:
The facility reports, while the resident was being transferred from the bed to the chair, the sling clip split. The cnas then helped transfer the resident back into the bed without any further incident or injury.